Manufacturer narrative:
Device status unknown.

Event description:
Per the clinic, the patient experienced a possible extrusion of the device (date not reported). It is unknown if the reported extrusion has resulted in fixture loss as of the date of this report, february 16th, 2016.

Manufacturer narrative:
Correction: per the clinic, there was no loss of osseointegration of the device. The implanted device remains insitu. Device remains implanted.